Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) downloaded the current software to the ventilator. The ventilator passed self-testing.

Event description:
It was reported that the ventilator lost communications. The ventilator was not on a patient at the time of the event.